Manufacturer narrative:
Siemens filed initial MDR 2432235-2021-00301 on (B)(6) 2021. Additional information (B)(6) 2021): siemens further investigated the issue to determine the cause of the increase in elevated concentrated carbon dioxide (co2_c) results. Siemens subsequently visited the customer's site and the siemens customer service engineer (cse) found contamination inside the oil bath and build-up on the ring. The bath oil was drained, and the ring was wiped and cleaned of build-up and debris. After decontamination, fresh bath oil was poured into the bath to proper levels. All cuvette segments were replaced in the rings. Additionally, the peri pump tubing and cassettes were replaced as a precaution. The cse performed a shutdown, a wash and a cell blank. Ion selective electrode (ise) calibrations and quality controls (qc) were performed, and all passed. Based on the information provided, instrument contamination may have contributed to the elevated co2_c results. Additionally, the delay in repeating these samples could have contributed to the event as carbon dioxide concentrations will decrease in opened samples over time. Quality control was in-range. There were no issues with other patient samples, indicating that reagents were performing acceptably. The cause of the elevated co2 results is unknown. Corrected information ((B)(6) 2021): the brand name in section d1; the common device name and product code in section d2, the in section d4; the contact office - manufacturing site in section g1; the premarket identification PMA/510(k) in section g4; the investigation findings in section h6; and usage of device in section h8 were corrected based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2021-00297_s1, 2432235-2021-00298_s1, 2432235-2021-00299_s1, 2432235-2021-00300_s1, 2432235-2021-00306_s1, and 2432235-2021-00307_s1 were also filed for this event.

Event description:
A falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument using lot 100. The discordant result was reported to the physician(s). The sample was repeated at an alternate facility. The customer did not provide the repeat result. There are no reports of patient intervention or adverse health consequences due to the discordant co2_c result.

Manufacturer narrative:
A united states customer indicated that they observed an increase in elevated concentrated carbon dioxide (co2_c) results on an advia chemistry xpt instrument using lot 100. The customer is unable to indicate if quality control (qc) had recovered acceptably for co2_c. A siemens customer service engineer (cse) was dispatched to the customer site. On the day of the cse's visit, the cse reported that qc recovery for co2_c was acceptable for the entire day and there were no issues with co2_c patient results. The cause of the discordant co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2021-00297, 2432235-2021-00298, 2432235-2021-00299, 2432235-2021-00300, 2432235-2021-00306, and 2432235-2021-00307 were also filed for this event.